Event description:
A pt reported blood glucose results of "146 mg/dl" with a lifescan meter and "205 mg/dl" on a laboratory device, performed within 15 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Two control solution tests fell within the accepted range (130 & 128/104-141 mg/dl).